Event description:
On (B)(6) 2013, the reporter contacted animas stating the meter read ¿high¿. The patient reportedly experienced nausea, stomach pain and vomiting. The health care provider (hcp) instructed the reporter to treat the patient with correction injections. It was noted that the hcp instructed the reporter to have the patient discontinue the use of the pump and to have the patient go on a back-up plan. The patient¿s bg reportedly went down to 149mg/dl after being treated with correction injection. There was no indication of a site/set issue. It was noted troubleshooting could not be performed due to an unrelated issue. This complaint is being reported due to the patient experiencing a hyperglycemic event while insulin pump therapy. It was unknown what the contributing factors were for the patient's bg excursion and whether or not the pump was a contributing factor.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.